Event description:
Ref.: (B)(4). Customer ref.: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: maquet medical systems USA. 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The service technician was on-site to perform further investigation. According to the service report dated on 2019-03-06, it was found that the device board of the power supply has a short circuit. The service technician replaced the defective device board and cleaned the vacuum valve. The defective board has been requested for return in order to perform further investigation in our life cycle engineering (lce).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person- (B)(6). A mcp field service technician was on site and carried out service on the device on (B)(6) 2018. Device was inspected, troubleshooting revealed that the device board at the power supply had a short circuit. Faulty device board replaced and vacuum valve cleaned. Performed again a inspection and all tests passed. Unit was cleared for clinical use. The defective part (device board) was no longer available to perform further investigations in our life cycle engineering. Therefore no root cause could be determined. However, the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). (B)(6).

Event description:
It was reported that a hcu40 bang and burning smell during patient treatment. There were no clinical consequences for the patient reported. (B)(4).